Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was scratched and unresponsive. Additionally, it was reported that the customer's pump case would not clip securely, resulting in the pump frequently falling. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting; however, no response was received. There was no reported impact to blood glucose.